Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an open hysterectomy procedure on (B)(6) 2010. The needle broke in half during the initial closing of the incision. The needle fragment was recovered. There were no adverse pt consequences.